Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer therefore cause of event cannot be determined.

Event description:
It was reported per the clinical study, the patient was diagnosed with stenosis, back pain, degenerative disc disease and spondylolisthesis. The patient underwent revision surgery of l3-s1 consisting of posterior lumbar fusion, laminectomy l3-l5, facetectomy l3-l5. Autologous local bone, rhbmp-2/acs, posterior instrumentation were used. Local antibiotics were applied and x-ray verification of levels was done. The patient's 30-day nrs was 2. The patient's 30-day odi was 32. Post-op, the patient developed neurologic deficit.